Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient, since yesterday, had not been receiving therapy from the implanted device. The patient also reported that they kept getting poor communication when using the programmer , both with and without the antenna attached. They confirmed that this issue had been going on since yesterday. They were not currently using the antenna. However, they were able to locate the antenna for troubleshooting. When it was confirmed that the antenna was securely attached to the programmer and synchronized to the ins, the communication issue did not resolve. When it the programmer, without the antenna attached, was placed directly over the ins and synchronized, the poor communication issue still did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that ever since they got their new equipment, the problems had resolved. There were no further complications reported or anticipated.